Event description:
It has been reported to us that during the procedure, the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire and an additional guidewire into the patient. Using the parallel wire method the physician advanced the wires forward into the vessel. The physician inflated the occlusion balloon to 4.0mm to occlude the vessel. The physician performed pre-dilitation. The physician inserted the stent delivery catheter and placed the stent. The physician inserted post-dilitation balloon and dilated the vessel.the physcian inserted an aspiration catheter and aspirated the vessel. The physician attempted to deflate the occlusion balloon, however, the occlusion balloon would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire to deflate the occlusion balloon.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.